Event description:
Spontaneous. (B)(6). From md office reports that the patient is currently inpatient at hospital following a previously reported pump issue. Patient was getting high pressure alarms, no other details provided. Date of admittance or current length of hospitalization is unknown. Onset date of pump issue and pump serial number not provided. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Yes, went to hosp. Is the actual product available for investigation? No; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by health professional.